Manufacturer narrative:
The field service engineer replaced the pinch valves and pinch valve tubing. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient sample with the cobas e 801 module. The reporter stated she was receiving low signal errors and multiple data flags on multiple assays for multiple patient samples and was in the process of repeating the samples. The reporter provided the following example of questionable tsh results for one patient sample: the initial result was 0.407 uiu/ml. The repeated result on another e801 was 7.22 uiu/ml. The questionable result was reported outside of the laboratory. The repeated result was deemed correct and a corrected report was sent. The reagent lot number and expiration date were requested but not provided.